Manufacturer narrative:
Additional information was added to b5, h4, h6 and h10. B5: to remedy the issue, a new j-loop was placed on the patient's angio catheter hub for IV (intravenous) medication administration. H10: a batch review was conducted on the suspected lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot #: ur22l08222. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or baxter healthcare - aibonito rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set came apart between the seam of the tubing and the plastic end of the hub that connects to the patient IV. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.